Manufacturer narrative:
Investigation is ongoing, a follow up report will be submitted with results.

Event description:
It was reported that the bed has damaged components, however, no sharp edges were noted. There was no pt involvement or adverse consequences reported.